Manufacturer narrative:
It was reported that walker legs are loose and wobbly. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that the "walker legs are loose and wobbly ".